Event description:
Per the clinic, patient experienced intermittency and subsequent loss of connection with the internal device. Open circuits were noted on 11 electrodes. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on jul 11, 2023.